Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent movement occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed, approximately 150mm x 5mm target lesion was located in the quite calcified and non-tortuous right lower extremity. The 6x120x120epic vascular stent was implanted, however it jumped approximately 3mm, and an additional 6x41x120 epic vascular stent was placed proximal. No further patient complications were reported, and patient status is fine.